Event description:
It was reported that the universal modular electric/battery double trigger handpiece was dysfunctional; the device kept running even when the trigger was released. The battery was removed to stop the handpiece. There was no report of pt injury associated with the event. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.